Event description:
It was stated that the display was blank. The wife wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Moisture damage was also found on the motor.